Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, no issue were noted until non- boston scientific mapping catheter was exchanged with a farawave catheter. Once the farawave catheter was reinserted, a continuous large bubbles were aspirated no matter how much aspiration was performed. So, the catheter was removed and the sheath was aspirated again. No bubbles were noted at that point. Again, as the catheter was reinserted the same issue of bubbles were noted. A new sheath was offered, however, the physician decided to use the same sheath and the procedure was completed successfully with slow continuous aspiration for the last few touch-up lesion. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. A farawave ablation catheter and non- boston scientific mapping catheter were inside the sheath when the air was noted at flushing pamort. It was also confirmed that some microbubbles were noted in the patient, however no patient impact was reported. No leak was noted. Infusion pump irrigation method was used with flow rate of 120ml/hr.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, no issue were noted until non- boston scientific mapping catheter was exchanged with a farawave catheter. Once the farawave catheter was reinserted, a continuous large bubbles were aspirated no matter how much aspiration was performed. So, the catheter was removed and the sheath was aspirated again. No bubbles were noted at that point. Again, as the catheter was reinserted the same issue of bubbles were noted. A new sheath was offered, however, the physician decided to use the same sheath and the procedure was completed successfully with slow continuous aspiration for the last few touch-up lesion. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. A farawave ablation catheter and non- boston scientific mapping catheter were inside the sheath when the air was noted at flushing port. It was also confirmed that some microbubbles were noted in the patient, however no patient impact was reported. No leak was noted. Infusion pump irrigation method was used with flow rate of 120ml/hr.